Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer woke up with an elevated blood glucose (bg) level of 333 mg/dl. The customer initiated a correction bolus via pump, to address the elevated bg's the customer believes the settings were not entered correctly when they received their replacement pump. Troubleshooting with tandem technical support indicated the customer had entered the wrong settings and also had not entered the time segments from their previous pump. Technical support assisted the customer with entering the correct settings and time segments. Customer reported bg levels were beginning to decline (303 mg/dl) at the end of troubleshooting.